Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During procedure, difficulties were encountered during the deployment phase. Immediately following the final positioning of the stent, the components of the device separated and fell apart. The procedure was completed using the original device. There was no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the flexima biliary delivery system was not received for analysis. Therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported events were due to the physician's technique during the procedure, or whether it was related to a device malfunction. Product analysis could not confirm the reported event of guide catheter break, as the delivery system was not returned for analysis. The investigation concluded that the reported event and the additional observed damages in the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, taking all available information into consideration, the most probable cause is unable to exclude device problem. A labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label.